Event description:
It was reported the physician implanted a 30 mm gore helex septal occluder on (B)(6) 2012. Post deployment images showed the device was stable with no residual shunt. Five and a half months following implant, the pt suffered a stroke. Transesophageal imaging was performed, revealing a septal shunt. The pt had the helex device surgically removed and the septal defect was repaired with a patch. The pt was doing well following surgery.

Manufacturer narrative:
Gore became aware of a re-intervention on (B)(6) 2012. Subsequently, this event was re-evaluated for reportability, and deemed reportable on the same date. The exact date of the reintervention is unk. The device is unavailable and therefore an engineering eval cannot be performed. A review of the mfg records verified the lot was processed normally and all pre-release specifications were met. Echocardiographic images from the pt's follow-up visit were returned for eval. The images show the left disc resting above the mitral valve and hugging the left wall of the aorta. The left disc was shown to be intact and in a stable position. There were no signs of fracture or malposition of the occluder. The mitral and aortic valves were functional with no signs of device obstruction. In several views, color flow demonstrated no leaks at the anterior and the superior portion of the left disc; however, a bubble study was performed showing bubbles shunting into the left atrium, indicating there may be a minor leak. No images were provided to assess the right disc, surrounding rims, or the extent of the residual leak.